Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, ¿turn off¿ was reproduced when the unit was tested on battery mode. A review of the event history log revealed improper shutdown messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be dried liquid substance on the back flex battery contact pin and unable to rebound as designed. The back flex battery contact pin requires to be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off upon device power up in the pediatric area. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h6. Correction h11: a review of the service history record identified the device has been previously serviced for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event.